Manufacturer narrative:
Na

Event description:
It was reported that the patient received inappropriate therapy. A chest x-ray confirmed lead dislodgement. The lead was repositioned in 2008 and remains implanted.